Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The indexing handle was broken off of the indexing ring. Visual examination of the complaint found that the area around the weld breakage has significant material deformation that made an accurate measurement of the weld impossible. A manufacturing review was performed and there were no discrepancies found. Complaint information provided by (B)(4). Foreign as event occurred in (B)(6).

Event description:
It was reported that during the reaming process the handle broke off. Due to unlocking the instrument further instrument damage occurred. No adverse events were reported as a result of the malfunction.